Event description:
It was reported that when using the bd pyxis¿ medflex 2000 the user was unbale to issue hydrocodon-apap 5-325 as the item did not show to issue in the patient order list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the user could not issue the medication. A technical support specialist confirmed that the item did not appear in the patient¿s order list. The tss also found no active order for hydrocodon-apap 5-325 and noted that the latest order (ID: (B)(4)) had expired on 8/31/2025 at 8:04 am. The customer was informed that the order had ended and was advised to contact the pharmacy for a new order. The system functioned as intended after the technical support specialist investigated the device.